Manufacturer narrative:
3m espe received this report on (B)(6) 2015, and has attempted to obtain additional patient-specific information. Since the dentist has not provided the additional information, this report is being made to cover the impacted patient.

Event description:
On (B)(6) 2015, a dentist reported a complaint involving tooth extraction. The patient had a restoration made from 3m espe lava ultimate cad/cam restorative for cerec.